Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The granddaughter of a(B)(6) female pt contacted zoll customer support to report that the pt's garments were too tight. The daughter indicated that the garment's front clasp was digging into the pt's skin causing it to bleed. The daughter would like a pt service rep (psr) to come re-fit the pt. F/u with a psr later that day indicates the pt was cut under her breast, but the pt was fit into the correct size garment. The psr gave the pt a new garment and put tape on the metal clasp. The psr reported that there did not appear to be anything wrong with the garment's clasp. No add'l f/u on the pt's skin condition.